Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had poor water supply. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: there was a foreign object inside the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was not confirmed. The device evaluation found the nozzle had foreign objects. Additionally, due to the wear the of angle wire, the bending angle in the up direction did not meet the standard value, due to the wear of the angle wire, the play of the up down knob was out of the standard value, the bending tube was deformed, the scope cylinder was shaved, due to the clogging of the nozzle, the water removal ability did not meet the standard value, the universal cord had discoloration. Each of the following was found to be scratched: the connecting cover, the connecting tube, the protector of the universal cord on the scope connector side, the scope cover unit, the forceps elevator lever, the forceps elevator knob, the up down knob, the right left knob, the switch 1, the switch box, the scope cover, the scope connector, the universal cord, the grip, the control unit, and the adhesive on the bending section cover. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, ·we could not specify with the obtained information what the foreign material was. ·as it is unknown with the obtained information if the reprocessing has been implemented in line with the IFU, we could not specify the cause of the remaining foreign material. There is no complaint related to the suggested event. Reviewed DHR of the device and confirmed the device was shipped in accordance with specifications. Complaint review: a similar complaint did not exist as a result of confirmation of same or similar device. A similar complaint is no. (B)(4) as a result of confirmation. CAPA history review: there is applied CAPA. See the CAPA-201170. We would like you to implement the reprocessing in line with the IFU. The event can be detected/prevented by following the instructions for use. Please reference the instruction operation manual¿ gif/cf/pcf-290 series, chapter 3 preparation and inspection¿, which describes the methods for detection, and the instruction reprocessing manual¿ gif/cf/pcf-290 series, chapter 5 reprocessing the endoscope (and related reprocessing accessories)¿, which describes the methods for prevention. Olympus will continue to monitor field performance for this device.